Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the contents of the propofol container free flowed through the line. The set had been previously inserted into the pump and the door closed, but the infusion rate had not been programmed. No patient harm was reported.

Manufacturer narrative:
The report that propofol free flowed through the line could not be confirmed however the pump module was received with a broken sear finger that did result in unregulated fluid flow. Physical inspection of the pump module showed the left side finger of the sear was broken. The pump module event log recorded that the device was powered on at 6:53am on (B)(6) 2018 and was left in an idle state. It alarmed for safety clamp open 6 times within about 1 minute. No infusion was programmed. Unregulated flow was replicated with a new test lab set when opening the module door with the set's roller clamp opened, due to the broken sear not closing the set's safety clamp as expected. The root cause for the broken sear was not determined.

Event description:
The customer reported that the contents of the propofol container free flowed through the line. The set had been previously inserted into the pump and the door closed, but the infusion rate had not been programmed. No patient harm was reported.